Manufacturer narrative:
Although requested, the device associated with this complaint has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that when the rmu-1000 was turned on, there was an alarm light a warning sound and would not function.they reported that this did not occur during patient use.